Event description:
Related manufacturer reference number: 2017865-2025-11750. It was reported that oversensing lead noise on right ventricular (rv) and right atrial (ra) were noted. Right ventricular (rv) lead fracture was suspected however, no fracture on imaging. There was visible insulation damage during the lead extraction. Both leads were explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A partial lead was returned in two pieces. The reported event of insulation damage was confirmed. Visual examination found the outer insulation was damaged at the middle region of the lead consistent with procedural damage. The cause of the reported event of insulation damage was isolated to procedural damage. The reported event of oversensing noise could not be confirmed. X-ray and visual examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Removed the outer insulation and outer coil to examine the condition of the inner insulation and no anomalies were found.